Event description:
It was reported that the device clips were unformed during a urology procedure. There was no adverse pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.